Event description:
During a gastro pseudocyst drainage procedure, the physician used a cook endoscopy gi aspiration needle. After several attempts to puncture the pseudocyst through the gastric wall, the needle tip broke off and fell into the gastric area. The needle tip was successfully removed with forceps. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described because the affected product was not returned to cook endoscopy for evaluation. We were unable to conduct a review of the device history record or conduct a sample test from this lot because the lot number was unable to be provided. After a review of the account order history, the lot number was unable to be determined. Conclusions: we were unable to conduct a full investigation because the device was not returned for evaluation. However, we can provide the following comments: information provided with the report indicated the device was used with a side-viewing endoscope. The instructions for use for this device contain the following warning: a forward viewing endoscope is required for use with this device. Use of a side viewing endoscope may adversely affect the performance characteristics of the device and/or cause damage to the device. We can report that damage to the device, such as needle detachment, can occur if the device is used through a side-viewing endoscope. Prior to distribution, all gi aspiration needles are subjected to a visual inspection and functional test to ensure needle security and device integrity. Corrective action: no corrective action warranted at this time because this report was unable to be verified and the info provided indicated the product was used in contradiction with the instructions for use. Customer quality assurance will continue to monitor for complaint trends.